Event description:
It was reported to philips that the device had intermittent ECG recognition during patient monitoring. It was noted that the medic had to push in the cable and shift it for the device to register the ECG reading. The customer requested that the device be returned for bench repair. There was no reported adverse event of the patient or user as a result of the reported issue. The medic was able to continue use with the device after readjusting the ECG cable connection.